Manufacturer narrative:
This product is registered as a combination product. Analysis was normal. No anomalies were found.

Event description:
Related manufacturer report number: 2017865-2020-17086. It was reported that the patient experienced an infection. There was vegetation on the leads. There was no allegation that the infection was related to the system. The system was explanted. The patient was in stable condition.